Event description:
The device completely delaminated during hernia repair. Area was reported as dry with no excessive fluids. The device was removed from the patient's abdomen and a competitor product used to complete the procedure.